Manufacturer narrative:
This is our final report on this incident.

Event description:
At time we received this complaint the cause for complaining was not clear. Because s a potential incident. Could not be ruled out, an initial report was sent. When we received further information on this case it became obvious that it usually does not meet our reporting criteria. Therefore this complaint was re-classified as "non reportable". But due to the fact that an initial report was already submitted, this final report will be provided. The customer reported that a proficiency sample showed a false negative reaction when tested with anti-human globulin anti-igg, -c3d; polyspecific. The customer reported that the complement coated proficiency sample showed a false negative reaction. Testing took place in (B)(6) but the customer did not provide the exact date of event. The customer did return the supposedly defective product and also the proficiency sample that had caused a false negative test result. Our quality control laboratory tested the complaint sample in parallel to their retained sample with the complement coated red cell of the proficiency sample and could confirm the customer's result. The supposedly defective product was also tested with complement coated red cells and showed correct positive results. Due to the fact that the complaint sample provided by customer showed correct results with complement coated red cells as well as the retained sample, we have no explanation for the negative reaction of the proficiency sample with the supposedly defective product. Testing by our quality control laboratory confirmed that the allegedly defective lot of anti-human globulin anti-igg, -c3d; polyspecific functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that a survey sample yielded a false negative result when tested with anti-human globulin anti-igg, -c3d; polyspecific. Testing took place in (B)(6) but the customer did not provide the exact date of event. The customer announced to send in the allegedly defective product for investigational testing but our quality control laboratory is still waiting for the material.